Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that the patient reported an increase in seizures the week prior. The patient saw the physician on (B)(6) and stated that ifi-yes was seen. The patient has a model 104 generator and he has had it implanted just over one year and the battery is at ifi-yes due to rapid cycling. The physician wants the patient to be replaced with a m102r.

Event description:
The generator was replaced on (B)(6) 2016. The explanted device has not been received to date.

Event description:
Product analysis for the generator was completed and approved. The device output signal was monitored for more than 24 hours, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The final electrical test, shows an ifi=yes condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The generator was received for analysis on 10/26/2016. Product analysis is underway but has not been completed to date.